Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe an alleged deficiency of the device caused the rectum perforation? If so, please explain.

Event description:
It was reported that during a lower anterior resection the surgeon was using a cdh29p to complete his anastomosis. He was working down between the patient¿s legs relying on his pa to tell him how to guide the device into place. The pa told him to continue to advance the device. The device perforated through the rectum. The spike had not yet been advanced. The procedure was converted the to an apr since he didn't have enough rectum left to try another anastomosis. The patient is stable. The procedure was delayed for ninety minutes.